Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a "50s" mg/dL lower scan result on the ADC device compared to a 130 mg/dL reading obtained on the ADC Meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unspecified symptoms and was unable to self-treat. The customer further reported receiving third-party treatment however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.